Manufacturer narrative:
(B)(4).

Event description:
The customer reports the connection between the needle and the syringe was found not secure during use. Another set was used.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cs-24301-e kit for evaluation. The kit contained a spring-wire guide assembly, a single-lumen cvc, an arrow raulerson syringe (ars), and an introducer needle. The ars and introducer needle were evaluated as part of this investigation. Visual inspection was performed and no issues were identified. The introducer needle required normal force to be removed from the ars. The ars and introducer were used to aspirate and purge water. No issues were identified. A device history record review was performed and no relevant findings were identified. The customer reported of the syringe/needle connection not being secure was not confirmed during the complaint investigation. The returned ars and introducer needle were visually and functionally evaluated and no issues were identified. A device history record review was performed and no issues were identified. No problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the connection between the needle and the syringe was found not secure during use. Another set was used.